Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a surgery was performed to clean out hematoma and remove scar tissue due to pain, swelling.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that the patient has undergone a revision surgery to remove components of the construct due to a bacterial infection on (B)(6) 2017.

Manufacturer narrative:
Please refer to MDR 1020279-2016-00026. Same patient, same construct and event.

Manufacturer narrative:
Please review attached for the investigation results.